Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with sensor glucose readings around 327 mg/dl and a confirmatory fingerstick of 329 mg/dl, and the user also self-administered an external 10-unit insulin dose outside of ilet guidance in the setting of unannounced intake of a bologna sandwich and fried chicken. Symptoms included feelings of irritation associated with elevated blood glucose. Outcomes included troubleshooting and education on proper meal announcing and dose selection using the system, along with planned follow-up glucose checks. Investigation included review of device-reported glucose values and user-reported behaviors, along with education regarding correct operation. Investigation of this case revealed that unannounced carbohydrate intake and off-system insulin dosing were likely contributors to the hyperglycemia, with no evidence provided of device malfunction. It was concluded that the cause was unclear, with user behaviors being a plausible factor.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.